Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose levels and no delivery alarm. Blood glucose level at the time of the incident ranged from 450 mg/dl to 600 mg/dl. Customer treated with manual injection. During troubleshooting, customer was advised to try other infusion set and see if it will resolve the issue. The insulin pump will be returned for analysis.